Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when they finished the procedure, the physician prepared to use angio-seal device to seal the puncture. After a routine angiography for the femoral artery, the nurse opened the package. When the angio-seal device was inserted into the sheath, it was found that the two did not fit perfectly. The physician changed a new one and finished the procedure. The patient was in stable condition. There was no patient injury, medical/surgical intervention required. Additional information was received on 03mar2021. A 7fr sheath was used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the alleged failure since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.